Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. The patient's heart rate dropped below the lower programmed rate of the  implantable pulse generator (ipg). The ipg remains in use.  No patient complications have been reported as a result of this event.